Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow block alarm. The customer's blood glucose was 375mg/dl. Customer was assisted in performing a 5.0u fill cannula. Customer states the insulin exited. Customer stated she was in the insurance office and received an insulin flow blocked alarm. Customer reported the infusion set cannula was bent at left side by hip. The insulin pump will not be returned for analysis.